Manufacturer narrative:
The alarm situation recorded for the case in question confirms the reported problem - a fresh gas deficit was measured during the whole case despite a comparatively high fg flow of 8l/min was applied. The reported finding made in follow-up of the event, a loose expiratory nozzle, can be put in causal connection to the fresh gas deficit. Tests done in the lab could duplicate the course of event - with a loose-fit expiratory nozzle, automatic ventilation suffered significantly from the resulting leakage while manual ventilation with the breathing bag was possible. Maintaining a considerable peep while a large leakage is present requires a high fresh gas flow. The additional effect is that the high flow compromises the co2 signal. It is confirmed for the particular case that the workstation detected the impairments during automatic ventilation and alarmed accordingly. There is no issue with the device which would require repair or correction besides tightening of the loose nozzle.

Event description:
Please prefer to the initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported, that when starting ventilation in pressure controlled mode with laryngeal mask, the device displayed "fresh gas low and no etco2. It was always possible to ventilate the patient in manual mode. There was no injury reported.